Manufacturer narrative:
(B)(4). The complaint device, mr290u autofeed adult/infant humidification chamber. Is en route to fisher & paykel healthcare ('fph') for investigation. We will provide a follow-up report upon receipt of the said device and completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that an mr290u humidification chamber in an rt202 adult breathing circuit kit was cracked and chipped. This was found before patient use. No patient consequence was reported.